Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified, chronically totally occluded, right pedal artery (lower extremity/foot). When advancing the winn 200 guide wire to the lesion there was heavy calcification so the wire had to be torqued and it took almost an hour to place the wire and the tip was damaged. The armada xt was advanced over the guide wire but was unable to advance past the damage to the wire tip. An attempt was made to exchange the guide wire, but it could not be pulled into the catheter due to the tip damage, so the guide wire and catheter were removed as a single unit. Three additional attempts were made to cross the lesion; however, nothing would cross so the procedure was stopped. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: armada xt, sheath: terumo. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance with the catheter and damaged coils were able to be confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.